Manufacturer narrative:
A service engineer (se) was dispatched, and it was reported that the gas delivery system (gds) was replaced. The device was tested, and the device meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator had no or low tidal volume being delivered. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
There was no patient involvement when the issue occurred.